Manufacturer narrative:
This event occurred with a similar device in a foreign market. This event was not initially identified as reportable and this report is being submitted without undue delay once identified. A supplemental report will be submitted once invesgtigation occurs.

Event description:
The customer stated that the mask continually caused breakouts over their entire use of the device. They state that their skin is extremely sore and they have a skin burning sensation. They consulted a doctor and were given medication to assist with the breakouts.